Event description:
The customer reported the unit shorted.

Manufacturer narrative:
The customer evaluated the unit and localized the issue to a failed paddle set. The customer ordered a new paddle set to resolve the issue.